Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the calcium reagent pack was bad and the rinse water was overflowing. He removed the calcium reagent and adjusted the cell rinse water levels. He performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 5 patient sample on a cobas c 503 analytical unit. Only 1 patient example was provided. The initial result was 3.8 mg/dl. The repeated result was obtained on another module and the result was 8.1 mg/dl. The repeated result was believed to be correct. The initial results were questioned and the samples were repeated due to several other samples having data flags.